Event description:
Account reports five incidents, (out of nine transfusions), in which during transfusion of radiated blood product, (process that reduces the chance of antibody/antigen reactions), 12 hrs post-transfusion, pts developed nausea, vomiting, headache, low grade temperature, painful eyes, "blood red" conjunctivitis with some hemorrhaging. Blood work was satisfactory prior to transfusion. Rptr stated there was no med intervention required, time subsided symptoms. No change in blood supplier. Immunosupressed pts, (oncology and med). Cause of reaction unk. Lot numbers present on shelf are: r073007 and r066373. Add'l follow-up with the account revealed that american red cross had implemented a new processing sys with the way in which the blood was filtered in 11/97. Similar incidents had occurred with other customers with the radiated blood product.